Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 19:49:02 on (B)(6) 2022. At 21:45:11on (B)(6) 2022, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact and intermittent cardiac activity. At 21:46:28, the patient received the inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with tactile artifact. The electrode belt was disconnected at 21:47:08 on (B)(6) 2022.